Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual were performed. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body with attached catheter segment was patent to infusion and aspiration without issue. The investigation is inconclusive for the reported aspiration and leak issue, as the exact circumstances at the time of the reported event are unknown and the reported event could not be reproduced. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device placement, the device allegedly unable to aspirate. It was further reported that leakage was noted on the device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device was returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post port device placement, the device allegedly unable to aspirate. It was further reported that leakage was noted on the device. There was no reported patient injury.